Manufacturer narrative:
To date the unknown biointrafix screw and sheath complaint devices have not been returned, therefore is unavailable for physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what may have caused the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. When and if additional information is received, it will be added to the file and a follow-up medwatch will be filed. Please also see mfg rpt #s 1221934-2013-00274, 275 & 277.

Event description:
On (B)(6) 2012 a female patient underwent acl reconstruction surgery. Reportedly a bio-intrafix sheath and screw was used on the tibial side for fixation. On (B)(6) 2012 the patient had a second surgery for the removal of loose fragments for what is reported to be a biointrafix sheath. On (B)(6) 2013, a third surgery was performed to reportedly remove bone fragments and debris. No other information is available at this time.